Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed gas loss alarm. There was no patient involvement reported .

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed gas loss alarm. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer evaluated that unable to duplicate reported gas loss failure. Unit passes all functional checks and safety tests. No patient harm reported by customer. No further information available. Unit due for pm. Replaced expired nvram. Replaced expired 9v battery. Performed complete pm with full calibration, functional testing, and safety check to factory specifications. Unit passes all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.